Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving a morphine mixture via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that, in (B)(6) 2015, an x-ray showed that the catheter was broken. When the patient went to have the system removed, the distal piece of the catheter broke, and the healthcare provider did not want to go digging for it. In (B)(6) 2016, the patient went back to surgery, and they found and extracted the distal piece. There were no symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer on (B)(6) 2016 stated there were no changes in patient's activity level or any change to the device programming. It was a simple case of product malfunction. Patient stated broken catheter caused prolonged and excruciating pain as well as an additional surgery and continued pain. It was noted patient experienced extensive pain and suffering.

Manufacturer narrative:
(B)(4) no longer applies. (B)(4) applied instead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient felt something "pop" in their back and kept notifying physician. The patient had a x-ray and the x-ray looked fine. Then, the patient had their device explanted and a new x-ray showed a piece of the catheter had broken off and went up into the spinal column. The patient had to have another surgery to remove the piece of catheter and it was worse than the explant. It took the patient forever to be able to sit up following the surgery. The patient had a decreased sensation on their whole left side for years before the pump was explanted and the patient is still not back to normal.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.